Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. Additional contact person from the ufmw: (B)(6).

Event description:
A medsun mandatory medwatch report was received that stated: ¿chemo was being primed for patient in the priming room. Spiros used for priming chemo. When carrying chemo bag to patient room spiros all of a sudden disconnected from chemo bag and leaked on floor. Leak was stopped and bagged appropriately and cleaned up spill. There was no patient involvement. Care team met with leadership, supply chain and manufacturer. Will bring in non-spinning spiros for trial. This is all the information available.¿ it was also reported that the event happened in the patient¿s room at the hospital.